Event description:
The black piece was difficult to pass through the device due to a coating making the device "stickier" than it has been in the past. It was difficult to slide in and out of the device.